Manufacturer narrative:
Novocure medical opinion is that a contribution of the transducer arrays to the skin inflammation/irritation that required medical intervention, cannot be ruled out. Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm).

Event description:
A 72-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio on (B)(6) 2024. On (B)(6) 2025, the patient reported he temporarily discontinued optune gio therapy on (B)(6) 2025, due to itchiness of the scalp. After removal of the optune gio transducer arrays, he noticed that the skin appeared red and dry. The patient consulted a dermatologist, who prescribed unspecified oral antihistamines and a cortisone ointment. At the time of the report, the patient had resumed optune gio therapy. The prescribing physician was contacted for further details, but no response was received.